Manufacturer narrative:
The insulin pump did not receive a button error alarm during testing; however, there was intermittent button response due to corroded keypad traces. No unexpected beeping and black circle was noted. The following cosmetic damage was found: cracked case at a display window corner, minor scratches on the lcd window, a scratched reservoir tube window, cracked belt clip slot, cracked battery tube threads, a cracked reservoir tube lip, and a missing end cap sticker. (B)(4)

Event description:
The customer reported via phone call that the insulin pump was beeping and that a black circle appeared on the screen with a button error alarm. The patient's blood glucose at the time of incident was 189 mg/dl. The button error alarm could not be cleared. The customer did not recall if the pump had been bumped, dropped, or exposed to moisture. The customer removed the pump for a half hour and after reinserting it the button error alarm reoccurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.